Event description:
The pt underwent laparoscopic nissen fundoplication. A laparoscopic grasper broke while inside the pt. When instrument was visually examined after removal, a pin or whatever would hold the instrument together could not be visualized. An x-ray was taken and was negative for foreign body. Instrument was sent out to co contracted with for equipment repair.